Event description:
In this event, a patient reported that she experienced an allergic reaction after using nupro sodium fluoride varnish. The reported symptoms of the reaction were swelling of the lips and throat. The patient took benadryl to combat the symptoms and her symptoms abated several hours later.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material; therefore, this event meets the criteria for reportability. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.